Event description:
Additional information was received from a manufacturer representative (rep) on (B)(6) 2019. It was reported that the caller believed that group program 2 with adaptive stimulation (as) enabled and it turned itself down from 2.1 to 0.0ma. At the time, the caller did not believe they were missing a position setting for as. The as was turned off and the same group/program settings were used, but the patient still complained that the implantable neurostimulator (ins) was turning itself off and on. It was later reported that the stim was completely off, not just one program when the patient was asked what area program 2 covered. The controller showed that the ins was on and group a1 at 2.1ma and a2 at 2.1ma. Impedances were checked for the contacts used in programming on program 2; 3/5-801, 3/7-800, 5/7-920. At the time of the call, there was no as active, and no cycling enabled. In the end, it was advised for the caller to try reprogramming, but it was unclear what the issue was though there might be an intermittent open that was not showing itself. There were no further complications reported or anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the manufacturing representative indicated the ins was turning off on its own since the time that it was implanted. The patient was seeing another rep and they were trying to find out why the device turns off. The patient continues to have the same issue with the ins turning off. The patient has a few electrodes that are not working. 4 5 and 14 have red indicator 12 is high 12/15 pair 34180ohms. The caller provided the following electrode impedance values from the tablet: ref 2 3 670ohms 6 1170ohms 7 890ohms 10 770ohms 11 580ohms 13 750ohms 15 790ohms ref 3 6 1090ohms 7 820ohms 10 780ohms 11 600ohms 13 670ohms 15 730ohms ref 10 6 1250ohms 7 950ohms 11 710ohms 13 820ohms 15 860ohms ref 15 6 980ohms 7 780ohms 11 730ohms 13 740ohms. The patient feels pain come back, doesn't feel tingling, checks the remote and it shows that the ins is off. Sometime he forgets during the day and notices that he doesn't feel tingling then checks the remote. The stimulation usage diary showed only yellow squares indicating that the ins hasnot turned off automatically because of the ins charge level. The usage graph showed that stimulation was off from apr 18 to may 12. The patient indicated that this is not unusual, since the issue with stimulation turning off automatically started sometimes the patient will leave stim off for extended periods. The frequency that stim turns off automatically varies according to the patient. They thought that it has happened in the past month and the patient indicated that sometimes it will occur multiple times per day. The issue was not resolved through troubleshooting.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer via manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - spinal pain. It was reported that while the patient was sitting, he felt as if the stimulation stopped and shortly after the stimulation would re-appear even though he had not moved from sitting position. After working on as and resetting the upright settings, patient was sitting waiting for hcp when he felt stimulation sensation stop again. The intensity on program a2, went to 0 for a couple minutes and then on its own returned to the programmed setting of 1.9. Rep told patient to turn off as to see if that would stop the change in intensity. Checked impedances: 4, 12, and 14 were greater than 40,000. However, patient¿s stim programming was not using those electrodes. As settings were reset for upright position and tested; checked orientation and tested the adaptive stim. Issue not resolved at this time. No further complications were reported/anticipated.

Event description:
Additional information was received from the rep. It was reported that there was an adaptive stimulation issue; one program was going to 0v. The manufacturer's representative reset as and all programming. Repstated they met with the patient 2 days ago for programming and stated they attempted to reach technical services but were not successful. Rep re-did all as and settings. Rep confirmed positions were reading successfully. Normal programming session on 4/3/19 but then the patient told the rep that they were losing stim fairly often and did not like that sensation. A report showed >40000 with 0 on 2, 12 and 14 but none of these were being used in programming. Report showed therapy unavailable on 3/9, 3/31. The rep stated she had set a2 at 1.9 and then while patient was waiting he felt/ then saw it go to 0 and showed the rep. Rep had patient turn as off and see if stim was better. No further complications were reported/anticipated. Additional information was received from the rep. It was reported that the rep spoke with the patient on 4/5/19 and stated that the on/off stimulation happened throughout the day and turning off the as did not make a difference. The on/off stim was continuing. A cause was not determined.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.